Event description:
It was reported that; when trailing with the aero al trial, the threads on the trial handle broke off in the trial. There was no metal in the patient.

Manufacturer narrative:
Lot code: 127455method: device history review and device inspection.results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned device was approximately 3 years old at the time of the event. The device was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned trial.conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload.

Event description:
It was reported that; when trailing with the aero al trial, the threads on the trial handle broke off in the trial. There was no metal in the patient.